Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section rubber was damaged while the user was handling the device, then water invaded the device from the breakage. The invaded moisture may have caused damage of image sensor unit, which led to no image. Otherwise, irregular stress may have applied to bending section while handling the device, which led to damage of image sensor unit. Subsequently image was not displayed. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. The user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: ltf-s190-5 reprocessing manual chapter 1 general policy 1.4 precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Ltf-s190-5 operation manual _important information ¿ please read before use : do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image became distorted and black when angulated due to a defective charged coupled device. In addition to the phenomena identified in b5, the following were found: a hole in the bending section rubber, resulting in a leak. After taping the bending section cover then next leak test passed. A crack in the bending section rubber glue was also noted. The investigation is ongoing and follow up with the user facility has been obtained. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had no image, it went black. The issue was found during preparation for use in a therapeutic laparoscopic appendectomy. There was a 5-10 minute delay while the patient was under anesthesia, but the procedure was completed using another of the same model device. There were no reports of patient harm.